Event description:
I was implanted with a medical device implant called essure on (B)(6) 2010. This is manufactured by bayer, formally conceptus inc. This device has three year shelf life, however, I do not have the expiration date. I was never given an essure ID card with the device numbers. The onset of my side effects started on (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure; 1.) Misplacement of right coil upon implementation, and 2.) Abdominal pain, especially during sex, bowel movements, and urination. I have been seen by five doctors. I have been diagnosed with the following conditions; 1.)pelvic pain, 2.) Pelvic mass, 3.) Dysmenorrhea, 4.) Sensitivity to metal. The device is still inside of me.